Event description:
It was reported the customer's insulin pump was making a clicking sound during a bolus delivery. The customer's blood glucose was 114 mg/dl. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump monitored for several days and programmed with multiple bolus deliveries. No unexpected clicking noise or noise anomaly occurred. Insulin pump received with a minor scratched on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).